Event description:
The customer reported approximately 100 ml of contained clear fluid leaked from a coulter lh 500 hematology analyzer during normal operation. There were diluent comparison out of limits error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was/no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed a leak at pinch valve pv49. The fse replaced the blue I-beam tubing through pv49, resolving the leak and errors. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).